Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was not reported. The patient was treated with unspecified antibiotics (dose, route and frequency not reported). The patient finished the antibiotic treatment twenty one days after the onset of peritonitis. At the time of this report, the patient the patient outcome is not reported. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.